Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that while discussing a site issue, the user experienced a low blood glucose followed by a high after overtreating the hypoglycemia while using an ilet system with a 23" 6 mm infusion set. Symptoms included a low of 68 mg/dl for about 15 minutes with device low alerts, and a subsequent high up to 242 mg/dl for about one hour without prolonged high alerts; no ketone testing, backup therapy, professional intervention, assistance, or immediate adverse health effects were reported. Outcomes included transient hypoglycemia corrected with oral carbohydrates and transient hyperglycemia that resolved without medical care. Investigation included troubleshooting and education regarding appropriate treatment for hypoglycemia to prevent rebound hyperglycemia. Investigation of this case revealed that the event was related to user management of hypoglycemia rather than a device malfunction, with the infusion set and alerts functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy administration and appropriate device function.